Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room with symptoms of nausea and vomiting. Upon interrogation of the patient's device, the right ventricular lead was observed to have increased capture thresholds and loss of capture in the right ventricle. Programming changes were made to obtain capture. The patient returned for a lead re-positioning procedure and the procedure was successful.

Event description:
It was reported that the patient presented at the emergency room with symptoms of nausea and vomiting. It was also noted that the patient had episodes of ectopic beats. Upon interrogation of the patient's device, the right ventricular lead was observed to have increased capture thresholds and loss of capture in the right ventricle. Programming changes were made to obtain capture. The patient returned for a lead re-positioning procedure and the procedure was successful.